Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer did not know the blood glucose reading. The customer stated that he was unable to push insulin out, and the issue was resolved by an entire infusion set and reservoir change. He declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.